Manufacturer narrative:
Qc is run on the meter daily and must pass to use the meter. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4). At 7:11 a.m. The meter result was 469 mg/dl. At 7:12 a.m. The meter result was 230 mg/dl. The patient had no symptoms of elevated glucose. The patient was not treated; neither result was believed to be correct.